Event description:
It was reported that a pocket infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. The leads required laser extraction. The device system was no replaced. No further patient complications have been reported as a result of this event. Additional information was received and reported a question of sterility.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).